Event description:
During a product demonstration, a paratrend 7fl sensor was successfully calibrated and inserted into a pt. The blood gas values reported by the system were not as expected. It was decided to disconnect the sensor and end the demonstration. When the sensor was disconnected from the patient data module, blood was seen inside the sensor cable connector. The sensor was returned to diametrics medical limited for investigation. No injury to the patient resulted from the incident.